Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device found the device to be worn. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was originally reported that an instrument was reported for unknown reason. Then product was received and investigation was performed.